Event description:
It was reported that the right atrial lead exhibited low lead impedance and high thresholds. The lead was capped and replaced. The patient was in normal condition post operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.